Event description:
Additional information received noting that the patient passed away due to suicide. The event is noted to be probably related to the implant procedure and definitely related to the primary condition being treated. The suicide was previously captured in MFR. Report# 1644487-2023-00249. All future information received in regards to the suicide will now be housed in this report.

Event description:
An adverse event of worsening of thoughts about not wanting to live was reported for the patient and noted to be definitely related to the implant procedure. The severity of the event is mild and the outcome is recovering/resolving. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.